Manufacturer narrative:
H4: the lot was manufactured from february 26, 2021 - february 27, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which showed fluid inside the bladder which suggested a no flow problem may have occurred. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause was due to improper filling technique during product use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not infuse. The device was filled with fluorouracil 3262 mg in sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.